Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements and increased threshold measurements. There was evidence of oversensed noise with less than 2 seconds of pacing inhibition when performing isometrics and pocket manipulation in clinic. The associated device was reprogrammed and surgical intervention is pending. The patient is not pacemaker dependent and there were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
New information received indicates that surgical intervention was performed. The device-to-lead connections were verified secured. The rv lead was tested through the pacing system analyzer (psa) and high impedances were observed. The rv lead was surgically abandoned and replaced without incident.